Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented remotely through merlin.net transmission with an alert for low ventricular lead impedance. Review of remote transmission confirmed drop in lv lead impedance. Programming changes were made.